Manufacturer narrative:
The drill was received by the MFR, and the complaint was confirmed. Internal components were evaluated and it was discovered that the rotor and a bearing were worn, indicating excessive friction between mating components. Excessive friction can lead to heat being generated when the device is operated. The rotor assembly and bearing were replaced and the drill was returned to the user facility.

Event description:
It was reported that during a surgical procedure the drill heated up. The procedure was completed using this same equipment, without causing a delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.